Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a f/u report detailing the results of the eval. The user facility has been contacted for add'l info. The initial reporter has stated that no further details are known. (B)(4).

Event description:
.